Event description:
Customer reportedly tested 383mg/dl on the advantage system and took 8 units of humalog and 4 units lantus. Within an hour, the customer passed out. The paramedics were called and tested customer at 13 mg/dl. Customer was given a glucose injection. Requested return of suspect system and replacement was sent.